Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the user's personal computer, and configuration updates were made by adding the imaging area to the appropriate nursing unit. Users tested functionality, confirmed successful access to patient data. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, user was unable to view patient list as the configuration for user role was missed on customer end. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there was no adverse events or injuries reported based on this event.